Event description:
It was reported, that a patient presented with shortness of breath and chest pain. It was noted, that the right ventricular and right atrial leads had perforated the heart. Resulting, in pericardial effusion. An unspecified electrical malfunction was reported on each lead. Surgical intervention was taken on (B)(6) 2024. And both leads were replaced. No further adverse consequences were reported.